Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this aberrometer. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A doctor reported the measurements with the intraoperative abberometer were off from expected results.

Manufacturer narrative:
Additional information provided. The company service representative examined the system. The alignment and focus were checked. The system performed as intended. The system was then tested and met all product specifications. The company clinical applications specialist (cas) noted a statement was received from the surgery center that the system was not working properly. The surgeon did not use the system for her cases this particular day. The cas went to the site and checked the system with the artificial eye that day and it checked out normal. The cas was with the surgeon on the next surgery day and the system worked flawlessly. The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history did not show any previous complaints of this kind against the system. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Follow up information was received from a company clinical application specialist (cas) stating the doctor did not use the intraoperative abberometer on this particular surgery day since it was not working properly.